Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material came out of the device, but the type of the material or root cause could not be identified. A definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited foreign objects in the light guide lens, distal end, plastic distal end cover, and nozzle. There were no reports of patient involvement.